Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the product, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective or preventative actions are required at this time. A review of the manufacturing records indicated that the product met specifications upon release. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use with a (B)(6) year old male patient, the tubing of the disposable pressure transducer with vamp plus detached from the blood sampling site. Blood loss was not significant and there was no consequence for the patient. The product was not kept for evaluation since it was contaminated with blood.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.